Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse changed single pad setting to dual pad. The backup bipolar pedal in the vision side cart (vsc) drawer was replaced. The system was tested and verified as ready for use. The affected part involved with this complaint is a field scrap item and will not be returned to isi for further investigation. The complaint was confirmed based on the field evaluation, which indicates that the device may have contributed to the customer reported issue. The probable root cause is attributed to an incorrect integrated electrosurgical unit (iesu) [erbe] neutral electrode configuration and/or a fault condition within the vsc energy accessory interface (including the backup bipolar foot pedal), which resulted in the erbe indicating a neutral electrode/grounding pad current issue (grounding pad icon remaining red and cautery inoperable) and associated activation switch error; this condition was resolved in the field by changing the system from single-pad to dual-pad mode and replacing the backup bipolar pedal, after which the system tested ready for use, suggesting the device configuration/component contributed rather than the patient grounding pads themselves.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the cautery did not work and the grounding pad icon was red. Customer stated they tried 2 grounding pads and the issue remained. Customer stated they were also getting an error m12 release activation switch. Technical support engineer (tse) recommended customer check the external foot pedals in the vision side cart (vsc) drawer. Customer stated they checked the pedals and nothing was pressing on the pedals. Customer stated the biomed disconnected the pedal cables from the back of the integrated electrosurgical unit (iesu) [erbe] and the message remained. Customer stated they were also using a bovie pencil. Tse recommended disconnecting the bovie pencil and rebooting the erbe. Customer had the foot pedal cables disconnected, the bovie pencil disconnected and they rebooted the erbe, customer stated the erbe powered back on without any errors. Customer stated the grounding pad icon was still red though and they could not get it to go green. Customer stated they connected the grounding pads to a third-party electrosurgical unit (esu) and they were lighting up green. Customer stated the grounding pad icon was one big red pad (set to single pad mode). Tse recommended connecting one of their other da vinci system vsc with a new erbe on it or connecting the force triad. Customer was looking into these options. There were no reports of patient involvement.